Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured during patient use. The device was infusing an unknown patient with a solution of 5-fluorouracil and saline when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
The facility reported a colleague infusion pump with failure code 500:320:654:0000. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Upon further review of the pump's event history, baxter personnel discovered that the reported condition of failure code 500:320:654:0000 interrupted delivery twice on the event date of (B)(6) 2010.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 500:320:654:0000 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty front bezel with a defective main keypad. The front bezel assembly, including the main keypad, was replaced to correct the reported condition.